Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device currently under evaluation. However, the data log was provided by the patient. The data was reviewed on 11/16/2014 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.